Manufacturer narrative:
The device was received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The device was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 98mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.